Event description:
It was reported that within one day of implant the patient had diagphragmatic stimulation from the left ventricular lead. The lead was repositioned and the diagphragmatic stimulation was resolved. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.